Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out of range system impedances measuring 205 ohms. Review of the prior system impedances measured 160 ohms. Technical services provided troubleshooting options and recommended an x-ray. The field representative will work with the health care professional (hcp) on getting the x-ray. At this time, the system remains in service. No adverse patient effects were reported.